Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicked/gouged/worn) and that it is fractured. Device history records was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the instrument fractured during impaction. No adverse events have been reported as a result of the malfunction.